Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose event with a fingerstick-confirmed value of 51 mg/dl while resting and subsequently treated the event with oral carbohydrates, after which glucose increased to 89 mg/dl; the user felt the target range was incorrect and requested a change. Symptoms included shakiness and an empty stomach consistent with hypoglycemia. Outcomes included the need for oral glucose as an unexpected medical intervention. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed insufficient information regarding a device problem or component, and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.